Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The patient death is being addressed in MFR report number 1218950-2024-000830. Box e: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the cardiac division had an incident where a patient died, where it is claimed that the system has not sounded the alarm as it should. The device was in clinical use at the time the issue was discovered.

Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 9610816-2025-000103 for further information regarding this complaint.